Event description:
It was reported that this device was returned for preventative maintenance and found to be in need of repairs. Evaluation of the device later found that it could not pass the sample mesh cut test. No adverse events were reported as a result of this malfunction. Due diligence is complete, and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the unit was out of calibration and the unit failed the sample graft proper mesh test. The unit was re-calibrated and the comb and screw pack were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.